Manufacturer narrative:
Con100418: controller : FDA method code: 23, 38, 20, 3317, 3372, 10; FDA result code: 3207 FDA conclusion code: 25 product event summary: driveline cable hw12316 and controller con100418 were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The reported "electrical fault alarms" event was confirmed through analysis of controller log files. Analysis of controller log files revealed one electrical fault logged on 07/08/2017 at 00:39:18, which cleared on its own 8 seconds later, and one electrical fault logged on 07/22/2017 at 20:46:09, which cleared on its own 9 seconds later. Both alarms were due to an overcurrent condition resulting in the pump running on a single stator (rear-stator only). 3 electrical faults were logged starting on 07/23/2017, indicating that the pump was running on the front stator only due to an overcurrent condition on the rear stator. On 07/24/2017, 1 low flow alarm and 3 high watt alarms were logged; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm, followed by an electrical fault alarm due to a motor disconnect, was logged on 07/24/2017, which corresponds with the splice procedure. Visual inspection of the driveline revealed yellowing and cracking of the outer sheath. Further inspection revealed damage to the insulation on two cables of the driveline, thus exposing the wires. One of these wires was associated with the front stator while the other was associated with the rear stator. Functional testing of the driveline revealed that the driveline passed the continuity test and locking mechanism test. Failure analysis of the returned controller revealed that the device passed functional testing, but visual inspection revealed a loose driveline connector and loose power port 1 and power port 2 connectors, thus confirming the reported "loose driveline connector" event. Based on an investigation conducted, the most likely root cause of the loose connectors on the controller can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Based on the available information regarding the "electrical fault alarms" event, outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short ci rcuit. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis for controller: the received controller failed visual inspection and passed most functional checks. Additional devices: medical device: (B)(4) - controller. Device evaluated by manufacturer: yes. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - controller 1.0. (B)(4) - controller / catalog number 1403us / expiration date: 31-may-2016. (B)(4). Device available for evaluation: yes, returned to manufacturer 11-aug-2017. Device evaluated by manufacturer: no - other - evaluation in progress device manufacture date: unknown. Labeled for single use: no. Controller, protective measure, loose or intermittent connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to hospital following electrical fault alarms. It was determined by log file analysis that a driveline splice repair would be required. The patient was operating on a single stator upon arrival. The site was not sure how the patient would tolerate pump off time so they pre-emptively anticoagulated, intubated, and sedated the patient for the procedure. During the procedure there was approximately 15 minutes of pump off time since the pump did not start on dual stator when the y-cable was connected. The pump started on dual stator once all wires were inserted on female block. However, once the repair was completed, there were several electrical faults logged with manipulation. Upon review of log files the fault was isolated to the front phase b wire. A second repair was performed without any issues. Pump off time during the second repair was approximately 10 seconds. No additional alarms were logged with manipulation once the repair was completed. It was also reported that during the driveline repair it was noticed that the driveline connector on the controller was loose, so the controller was exchanged. The patient remained stable during the procedure. The patient remains hospitalized. No patient complications have been reported as a result of this event.